Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 347mg/dl. Troubleshoot was reported to be conducted. It was reported that the drive support cap was protruded. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test and gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. No compromised force sensor system error alarm was noted. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.